Event description:
The customer observed false reactive architect anti-hbs results for two patients. The samples were repeated with a different reagent lot with nonreactive results. The following data was provided: sid: (B)(6). Initial result using reagent lot: 59537fz00: (B)(6) 2024, 12:19 anti-hbs = 12.38 repeat results using reagent lot: 63352fz00 (B)(6) 2024, 14:31 anti-hbs = 9.04 (B)(6) 2024, 15:16 anti-hbs = 9.68 sid: (B)(6). Initial result using reagent lot: 59537fz00: (B)(6) 2024, 16:39 anti-hbs = 10.29 repeat results using reagent lot: 63352fz00 (B)(6) 2024, 14:43 anti-hbs = 5.18 (B)(6) 2024, 13:08 anti-hbs = 5.23 uom miu/ml (reference interval <10.0) no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect anti-hbs assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 59537fz00. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 59537fz00 did not identify any nonconformance's or deviations associated with lot and complaint issue. Labeling was reviewed and found to adequately address the issue under review. Historical performance in the field of reagent lots using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent for lot number 59537fz00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = sid (B)(6) and sid (B)(6).

Event description:
The customer observed false reactive architect anti-hbs results for two patients. The samples were repeated with a different reagent lot with nonreactive results. The following data was provided: sid: (B)(6). Initial result using reagent lot: 59537fz00: 03 july 2024, 12:19 anti-hbs = 12.38. Repeat results using reagent lot: 63352fz00 20 aug 2024, 14:31 anti-hbs = 9.04. 21 aug 2024, 15:16 anti-hbs = 9.68. Sid: (B)(6). Initial result using reagent lot: 59537fz00: 08 july 2024, 16:39 anti-hbs = 10.29. Repeat results using reagent lot: 63352fz00. 20 aug 2024, 14:43 anti-hbs = 5.18. 21 aug 2024, 13:08 anti-hbs = 5.23. Uom miu/ml (reference interval <10.0) no impact to patient management was reported.